Event description:
It was reported by the patient that their blood glucose levels rose above 250 mg/dl while wearing the pod. Reportedly, the pod was removed from the infusion site (arm) due to insulin leakage. Upon removal, the pod¿s cannula was found to be broken, with a portion having broken off.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.